Event description:
It was reported that a request was made for technical services (ts) to review this right ventricular (rv) lead impedance measurements. No additional patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).